Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via phone call that the customer was hospitalized for a low blood glucose incident. The customer's blood glucose was 97 mg/dl at first; he then ate an apple but his blood glucose decreased to 55 mg/dl, then 33 mg/dl. The customer's wife drove him to the ER and by the time they arrived his blood glucose was 19 mg/dl. He was treated with a glucose IV and released after two days. The customer verified that he did not drop the insulin pump prior to the low blood glucose event. No products were returned or replaced.